Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the integrated electrosurgical unit (iesu) to correct the reported event. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The iesu was analyzed and found the reported event was confirmed and replicated. Visual inspection noted no issues which may relate to the reported event. Fa inspection was able to replicate the reported event; unit tested on system, presents c 33, c 00 error on startup. C 00, m 0b, m 31 errors in system logs. The complaint was confirmed based on failure analysis, which indicates that the device may have contributed to the customer reported issue. The probable root cause of error c-34 is attributed to a faulty electrical component inside the erbe generator.

Event description:
It was reported that during a da vinci assisted cholecystectomy surgical procedure, same c 34 errors as previously reported issue. The tse viewed and confirmed multiple c 34 errors in the logs for today's procedure. The customer also stated that they have a very busy day on tuesday and need this issue addressed. The customer would like the fe to reach out to her directly to see when this can be resolved. The procedure was completed with no reported injury.